Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer received an altitude alarm, an occlusion alarm, and a cartridge change error during the load sequence. Customer's blood glucose was 145-450 mg/dl. Customer reverted to manual injections for alternate insulin therapy.